Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. A backup was used to complete the procedure. No delay was noted as a result. Both implants were removed from the patient. No patient injury reported.

Manufacturer narrative:
Device investigation narrative - one fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 position indicating a complete deployment. No ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed t1 is missing its distal end, likely caused when pulled out of the patients meniscus. The insertion needle is twisted and is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix (B)(4) devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).